Event description:
It was reported the system was explanted due to septicemia. The patient condition is normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.